Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . Ei: initial reporter address 1: (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink located at 76 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 76 cm from the tip, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a detached/separated hypotube. A shaft kink was also confirmed.

Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that an error and kinked occurred. The target location was located in left lower extremity venous thrombosis. An zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was noted that the system alerted a check saline error. Few more attempts were made but still the issue remained. Later on, the catheter was found to be kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a hypotube break.